Event description:
Customer reported that indicated battery charge dropped significantly in a short period of time. There was no reported impact to the customer¿s blood glucose level. The issue was current, and the indicated battery charge did not drop to 5% nor result in an unexpected shutdown. No additional corrective actions or outcomes from technical support were mentioned.